Event description:
Study. It was reported 172 days following a coronary artery stenting treatment procedure, that the patient returned with in-stent restenosis. The index procedure treated the 100% stenosed and mildly calcified 1.38x6.2mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre-dilation with two unknown balloons of a maximum size of 3.25x20mm and inflated to a maximum of pressure of 12 atm's, the placement of a 3.5x16mm taxus express2 drug eluting stent deployed at 18 atm's and post dilation performed by the stent delivery balloon at 16 atm's resulting in 1% residual stenosis. The patent was discharged two days post the index procedure. Medication history is bayaspirin, panaldine, pletaal and heparin. The patient returned 172 days following the index procedure for a scheduled 6 month follow up, in which a 52% restenosis was confirmed in the rca. The patient was hospitalized and treatment consisted of balloon angioplasty and the placement of an unknown taxus stent in the 1.65x9.1mm distal rca resulting in 14% residual stenosis. The patient was discharged 3 days later in "improved' condition. The relation of the device to the event was listed as "definitively".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.